Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported following a pns implant procedure on (B)(6) 2018, the patient was unable to establish communication with the ipg. It was stated, the ipg was placed into surgery mode prior to the procedure. Regardless, the ipg was explanted and replaced (date unknown). Reportedly, effective therapy resumed post-operative.

Manufacturer narrative:
Corrected data: it was determined that the device was not included in the fsca.